Event description:
Procedure: hernia repair. According to the reporter: the cover was missing from balloon. Materials unsure of what cover is referring to. Balloon was torn. This was identified before use in the patient. No injury to the patient was reported to materials.

Manufacturer narrative:
(B)(4).